Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's relative reported via phone call that the customer insulin pump had a keypad anomaly and a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer¿s relative stated that the insulin pump up and b button would not work while trying to deliver a bolus. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer's relative also reported to have received a failed battery test alarm after the battery has been removed and reinserted. No failed battery test alarm troubleshooting was performed. The customer¿s relative was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump had unresponsive buttons at express bolus, escape and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. After locking the connector unit received with all operating currents within spec. No unexpected battery out limit or failed battery test anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.